Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to customer's blood glucose. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.